Event description:
The plaintiff's attorney alleges that the patient experienced a cardiac event and subsequently expired the same day as a result of the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Patient code was used for the cardiac event as there is no other code that best describes such event. This is one event for the same patient involving two separate products.